Event description:
It was reported that there were multiple episodes of noise observed in the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2187 implantable pacing lead (B)(6) 2002; pm3210 bi-ventricular pacemaker. (B)(4).